Event description:
A patient death was reported. The patient had metastatic prostate cancer. Etiology was indicated as pre-existing condition, worsening or exacerbation; not related to device or therapy and not related to implant procedure. No signs or symptoms were reported. There were no diagnostic methods and no actions taken. The patient outcome was reported as ¿resulted in death¿. The family was ¿concerned about infection in wound¿. The pump was used to deliver dilaudid, bupivacaine, baclofen and ketamine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that the patient had been in the hospital with pneumonia and also had multiple shingles lesions, so the infection was not related to the pump. Refer to manufacturer report #3004209178-2013-10894 for further information pertaining to the patient¿s hospital stay.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).